Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited intermittent capture and a drop in r-wave sensing. The device was reprogrammed. On (B)(6) 2016 the lead was capped and replaced. No additional information was available at this time.

Event description:
New information reported that the lead was capped and replaced on (B)(6) 2016. The patient was in stable condition post surgery.